Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the instrument reported under the complaint.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken conductor wire. After approximately 2h of use, the surgeon noticed the tips were blocked and noticed a broken cable. The instrument was replaced with a new one of the same kind to continue with the procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. There were no delays. Intuitive surgical, inc. (Isi) received the following additional information: the damage was related to a silver cable, not a black cable. A loose cable was observed. The tips were blocked but no other signs were observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information: the damage was related to a silver cable, not a black cable. A loose cable was observed. The tips were blocked but no other signs were observed.

Event description:
Refer to h11 for follow-up information.